Event description:
A caller reported that the abbott diabetes care (adc) device caused an electrostatic shock. As a result, they were unable to obtain readings. The customer experienced chest pain, followed by stomach cramps and a seizure, and self-treated with pain medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. Customer reported static shock. Further investigation was not performed due to applicator was not returned. At this time applicator has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the applicator is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the abbott diabetes care (adc) device caused an electrostatic shock. As a result, they were unable to obtain readings. The customer experienced chest pain, followed by stomach cramps and a seizure, and self-treated with pain medication. There was no report of death or permanent impairment associated with this event.